Manufacturer narrative:
Approximate age of device - 1 year and 2 months. The explanted device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange on (B)(6) 2015 due to suspected thrombus. The patient was reportedly symptomatic; however, no further information was provided.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Examination of the rotor inlet upon disassembly of the pump revealed a thrombus formation partially surrounding the rotor bearing ball. This deposition¿s lack of lamination indicates that the deposition originally formed elsewhere. Additionally this deposition lacked any denaturation. Examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed a small deposition within the proximal side of the outlet stator, adjacent to the bearing ball. Its non-laminated structure indicates that this deposition did not originally form in the outlet stator. Additionally, this deposition lacked denaturation, was not adhered, and there were no contact marks at the distal end of the rotor to verify that it was actually present while the pump was supporting the patient. A root cause for the formation of the observed depositions as well as a duration for which they were present within the pump could not be determined through this evaluation. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.